Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation and blurred vision. In a separate visit the lens was exchanged for a same size but different power lens. The replacement lens resolved the problem.

Manufacturer narrative:
Corrected data: a1- patient ID corrected to (B)(6). Additional information: h3 - device evaluation: lens returned dry in a microcentrifuge tube with residue/debris on product. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specifications. (B)(4).